Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient was not able to specify when the alleged issue began. It is not known if the patient was taking any diabetes mediations or whether she took any action regarding her diabetes management routine as a result of the alleged issue. At an unknown date/time, the patient stated she collapsed and was unconscious; however she was not able specify whether the symptoms occurred before or after the alleged issue began. The patient stated at an unknown date/time, the patient was admitted to the emergency room (ER) for assistance; however it is not known what type of treatment, if any, the patient received. The patient also did not specify whether she was tested on another blood glucose device at the time she was in the ER. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was not misused, and the meter did not power on with the new battery replacement. The cca was not able to confirm if the correct test strips were used or whether the meter powered on since the patient did not have test strips available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of severe hypoglycemia, and received hcp intervention possibly after the alleged meter issue began.